Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgeon experienced problems with proper bending of a vectra plate during an operation on (B)(6) 2015. There was a reported twenty (20) minute surgical delay. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the bending pliers for vectra were received in good working order. The components were not damaged and moved freely. The device history records (DHR) for these instruments and the DHR's for their components were reviewed; no discrepancies were identified. Critical dimensions that are needed for proper function of the instrument were verified and found to measure correctly according to the blueprint. All components were found to move freely and were not damaged. The instrument was manufactured in 2012 and all connections are still tight. Based on these findings it is not believed that failure is associated with the manicuring process. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review ¿ DHR 03.600.004 lot 7008293 released 10/3/12 & 10/4/12. (B)(4) manufactured the cervical plate bender p/n 03.600.004, and lot number 7008293. The supplier¿s certificates of compliance (dated 9/13/12 and 9/21/12 for two receipts of this lot) indicate the parts were manufactured to p/n 03.600.004 and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet (completed 10/1/12 and 10/3/12). No ncrs were generated for this lot and the parts were released 10/3/12 and 10/4/12. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.